Event description:
On (B)(6) 2012, the surgeon was performing a total hip arthroplasty with the assistance of the mako robotic arm interactive orthopedic system (rio), which resulted in a cup inclination outside of the plan. The surgeon determined that the proper course of action was to complete the procedure manually and the procedure was successful.

Manufacturer narrative:
As part of normal complaint f/u an investigation was performed at mako surgical with regards to this issue. The investigation for this complaint was completed at mako surgical corp using the files and system logs provided by the mako plasty specialist. The root cause analysis was inconclusive.